Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 failing pressure calibration. Case notes: problem description (B)(6) 2018 08:39:04 ddmanans. 8100 sn (B)(4) npi. Failing pressure calibration. Tried new pressure sensors and still failing calibration. Had bio med check the upstream and downstream pre gain voltages. Downstream 2.0v and upstream 2.2v. The logic board gain voltages to far apart to calibrate. Recommend to replace logic board. Bio med will send in unit for warranty repair. Ir (B)(4).